Event description:
Procedure type: total gastrectomy. According to the reporter: when performing esophagojejunostomy, the anvil and the handle were not disengaged, so it could not be removed. Anastomosis site of ring shaped tissue was resected to remove the device. A new eea was opened to complete the procedure. Operating time was extended less than 30 min. There was unanticipated tissue loss and tissue damage. Nothing fell into the cavity. There was no bleeding. No reinforcement material was used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial report sent 06/03/2015.